Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, weight, race, and ethnicity were not provided. Section d.4: the expiration date of the device is not known as the device lot number is not available / not reported. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Section h.4: the device manufacture date is not known as the device lot number is not available / not reported. Based on complaint information, the device was not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported issue documented in the complaint cannot be confirmed through functional evaluation and analysis. The lot number of the device is not known; therefore, manufacturing documentation review was not performed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00786. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the complaint device, a 4.5mm x 22mm no distal tip enterprise vascular reconstruction device (enc452200 / 8028666) was delivered into the concomitant microcatheter, a 150cm x 5cm prowler select plus microcatheter (606s255x / lot# unknown). When the stent passed through the microcatheter tip, it was released in the patient prematurely without intention. The physician removed the microcatheter from the patient and used a guidewire to withdraw the stent. A new stent was used as replacement to complete the procedure using the same concomitant microcatheter. The procedure was reportedly prolonged by approximately 30 minutes. There was no report negative patient impact reported. A photo was included in the complaint. On 08-nov-2023, additional information was received. The information indicated that the patient is a 56-year-old male with hypertension and a history of cerebral infarction. A continuous flush was maintained through the microcatheter. The information confirmed that the ¿physician removed the microcatheter first and used a guidewire to withdraw the stent out.¿ there was resistance encountered during the advancement of the stent in the concomitant prowler select plus microcatheter. The stent / stent delivery system did not appear damaged. The replacement stent was a 4.5mm x 28mm no distal tip enterprise® vascular reconstruction device (enc452800). The information confirmed there was no allegation of any patient injury or complication. The physician did not consider the 30-minute procedure extension to be clinically significant; the 30-minute duration was used to remove the stent from the patient. On 10-nov-2023, additional information was received. Per the information, it was confirmed with the cerenovus representative that the procedure was an angioplasty procedure.